Manufacturer narrative:
No further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and could not verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed to power on. This issue is patient related; however there was no adverse event reported.